Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error, the buttons were unresponsive, and it also has physical damage. Troubleshooting was performed for physical damage, button error, and keypad anomaly. Customer stated she had the device in her bra while. Customer stated she pressed the buttons and numbers were scrolling. The device alarmed button error. She also noticed the device had a crack on the battery compartment. Customer didn't know how the damage occurred or what may have caused the keypad anomaly and the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.